Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
Per sales rep: when I attached the battery, my initial thought was it was either a dead battery or a dead hand piece. Then a few seconds later, the controls just took off without me touching the forward or reverse buttons. Then it just stopped working.